Event description:
It was reported the distal screen of the ambient super multivac 50, ifs detached intra-operative. The physician searched the joint space but was unable to find the detached component. Although the procedure was completed, details regarding the techniques and/or products used were not provided. No patient complications were reported as a result of this event.